Event description:
It was reported that the external pulse generator had a cracked display and a broken ventricular connector. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken and therefore it was replaced but could not confirm that the liquid crystal display (lcd) was broke, however the lcd lens was broken and therefore it was replaced. Analysis also found that the lower case and battery drawer were broken, the knobs and battery release were contaminated, the lead flex cover was corroded and the battery contacts were compressed. (B)(4).